Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it was auto-cycling most of the time. The customer reported no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the suspect gas delivery engine (gde) was returned to carefusion's germany service facility for evaluation. The customers reported issue was duplicated as the gde did not cycle at all and did not pass the extended systems test (est) while installed in a testing fixture. The unit was recalibrated, which resolved the failure to cycle issue, but delivered volume values were still out of specifications. The root cause was isolated to the inspiratory flow sensor (ifs) failing. The ifs was replaced, the reported issue was resolved, and the device now operates to manufacturer specifications.